Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer has returned an x-ray image showing the reported implant within the surgical site. The implant is noted to be fractured at the collar. A device history review was performed and no related nonconformances were noted. Also, a complaint history search for similar cause was performed using our complaint handling system and 1 other complaint was identified. Complainant reported that the implant collar fractured in the patient's mouth. The implant was removed and the site was grafted. He has since replaced with a new implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k101880.

Event description:
It was reported that the implant collar fractured in the patient's mouth. The implant was removed and the site was grafted.